Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins) for spinal pain. The rep reported that there as poor or no telemetry with recharging. It was reported that the patient was unable to charge. The rep positioned the antenna over the ins and reported seeing the reposition antenna screen. Communication could not be established with another external device. The rep used antenna locate and reported that the issue was resolved. The rep also reported seeing a power on reset (por) message on the recharger. The rep reported that they would contact technical services after he could read with the clinician programmer to provide the code from the por. The rep reported that they were meeting with the patient on the day of the report to turn her adaptive stimulation on but the ins was depleted. The rep reported that the patient stated she had 8 boxes filled on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that after charging and interrogation the clinician programmer said, ¿service code 0 x 8¿. The rep reported that the power on reset (por) was resolved. No further complications were reported.